Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 391 and 209 mg/dl. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer was using auto mode. Customer stated that there was no air bubbles and leak. Customer did self test and displacement test and both test were passed. Customer stated that the insulin pump did not passed fill tubing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.